Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. According to the information provided, a large amount of moisture was built up in the patient circuit. The hospital staff drained the patient circuit and disposed of the filters before it could be investigated. The system check passed and there was no indication of failure in the anesthesia system according to the customer. The evaluated logs show that the system checkout passed prior to and after the event. Further evaluation of the logs shows alarms indicating an increased expiratory resistance most likely due to the reported moisture and filters. Our conclusion is that the reported issue was due to the moisture and the patient filter.

Event description:
It was reported that while the anesthesia workstation was used for treatment, there was a ripple on the flow and pressure waveform. There was no patient harm. Manufacturer's reference #: (B)(4).